Manufacturer narrative:
The customer reported that the central nurse's station (cns) did not alarm vtac for a single bedside. The customer was able to confirm that the event list did show vtac alarm, but they were unable to confirm as to why there was no audio related to this issue. No harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. A bsm was used in conjunction with the cns, and is not the device that experienced failure. Attempts to obtain the following information were made, but not provided: bsm - model: ni, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that the central nurse's station (cns) did not alarm vtac for a single bedside.

Event description:
The customer reported that the central nurse's station (cns) did not alarm vtac for a single bedside.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) did not alarm vtac for a single bedside monitor (bsm). No patient harm or injury was reported. Investigation summary: the customer indicated that they did have a vtact alarm (as it was in the event list), but they were unsure if there was an audible alarm. A review of the history of the serial number identified no similar events. Based on the available information, a definitive root cause could not be identified. Possible causes of the audio related issues are damaged audio cables, incorrect audio output selected (in the settings), and incorrect audio cable connection.